Event description:
Chief tech (CT) reported that the non-invasive blood pressure readings taken from the pt were low, as if they were inaccurate, during treatment using the meridian hemodialysis device. Due to the low readings, the attending healthcare professional (hcp) felt that the pt was hypotensive during hemodialysis treatment. As a result, the hcp administered 200cc normal saline to the pt and decreased the programmed ultrafiltration goal on the meridian device. The CT relates at the time of incident they suspected that the low blood pressure readings were inaccurate and add'l readings were taken using a non-invasive blood pressure monitor external to the meridian device. Results of these add'l readings revealed the pt's blood pressure was higher than what the meridian device had displayed. The external blood pressure monitor continued to be used for the remainder of the hemodialysis treatment instead of the meridian's. The CT states there was no pt injury as a result of this incident.